Manufacturer narrative:
Additional information cannot be obtained regarding revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that an x-ray was taken and appeared that the ipg had shifted slightly and might be the cause of the patient's charging issues.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had a successful pocket site revision. The patient was able to charge the ipg effectively following the procedure.